Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a power loss error. The patient's blood glucose at the time of incident was 13.2 mmol/l. Troubleshooting was initiated for the power loss error. The patient was advised to remove the battery, watch for the notification light to stop blinking, and then insert a brand new battery. The customer was told to reset the time and date if necessary, and then rewind the pump and monitor the pump to see if the alarm recurs within 4 hours. No products were shipped or returned.